Manufacturer narrative:
Product complaint #: (B)(4). The device catalog number is unknown; therefore, UDI # is unavailable. Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient was revised due to loosening of the tibial component at the cement to implant interface. Depuy cement was used. Doi: unknown. Dor: (B)(6) 2022. Affected side: left knee.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Additional information received indicated that the patient was revised due to loosening of the tibial component at the cement to implant interface. Depuy cement was used. It was also reported that from the image of the implant, it was visible that the threads on the tibial stem sheared off due to micromotion after loosening in the cement mantle. Additional information: a. The patient was revised without incident. B. I am unaware of the initial surgery date. C. The cement used was stryker simplex.

Manufacturer narrative:
Product complaint # (B)(4). Sales representative identified the cement as depuy cement on the initial der, however, receipt of additional information from the sales representative indicated that "stryker simplex" cement was used. Depuy-synthes is not the legal manufacturer of this product.